Manufacturer narrative:
The used devices (maxzero connector and bd 3ml syringe) were not returned for investigation. A photo provided by the customer showed a droplet of fluid from the syringe male luer collar to the maxzero luer port. Without return of the devices, a root cause for the leak could not be determined. Section a2: the events occurred in the nicu. No specific age or date of birth, or any additional information was provided. Section b5: additional information. The following medwatch manufacturer report numbers were submitted for the 7 reported events: 9616066-2019-02191; 9616066-2019-02192; 9616066-2019-02195; 9616066-2019-02196; 9616066-2019-02197; 9616066-2019-02198; 9616066-2019-02199. The medwatch report for the bd syringe was submitted under manufacturer report number 2243072-2019-01568.

Event description:
It was reported that the maxzero¿ connector leaked at the connection while using a bd 3ml syringe. Additional information: the customer reported that several leaking incidents have occurred when using a bd 3ml syringe with the maxzero needleless connector. The events occurred approximately 6 to 7 times over the past 6 months in the nicu. There was no report of any adverse patient impact.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the maxzero¿ connector leaked at the connection while using a bd 3 ml syringe.